Event description:
It was reported that 4 guide wires were used consecutively, one right after the other, in an attempt to break through a totally occluded, proximal left anterior descending (lad) coronary artery lesion. The four guide wires included a whisper, two pilot and a fielder xt. During use of the devices, it was noted that the entire circumflex coronary artery and lad became occluded with thrombus. Part of the thrombus traveled to the cerebral vasculature, resulting in a cerebral vascular accident (cva) and death. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The analysis was performed by asahi intecc. Co. Ltd: with the provided information, we could not identify whether or not there was any trouble with the guidewire, the cause of and the causality of subject guidewire with the reported event. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The fielder xt instructions for use (IFU) describes: there are patient risks when using any guide wire, possible complications and adverse events of guide wire use include, but are not limited to: coronary artery thrombus. The whisper and the two pilot guide wires referenced, are being filed under separate manufacturing report numbers. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.